Manufacturer narrative:
Film evaluation summary: two still images were returned showing a kink one side of the graft cover on the distal portion of the device. The cause of the event cannot conclusively be determined from the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the distal tip was slightly curved. Kinks were observed on the stent graft cover. There was no further damage noted to the device. The stent graft was deployed with no abnormalities noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause of the stent graft positioning difficulties and reported delivery system kink could not be determined from the limited pre-implant films provided. CT¿s prior to implant were not available and a complete assessment of the patient¿s anatomy, especially within the access vessels, could not be performed. Films showing the reported events were also not provided. Four (4) still angiograms prior to implant showed a calibrated catheter/guidewire having been placed up the vasculature, from the right access vessel and into the descending thoracic, as well as within the thoracic ascending aorta <(><<)>(> <(>&<)><(><<)>)> arch. The catheter did not appear noticeably tortuous; however, the arch was noticeably angulated ~180 deg, from the ascending to the descending thoracic. It is likely that the patient¿s reported tortuous anatomy likely contributed to the events. The device is pending return, and the analysis will be covered in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 50mm thoracic aortic aneurysm. It was reported that during the index procedure, the physician was attempting to delivery the device but the patients tortuous anatomy lead to the sheath breaking/kinking in the patient's body. It was noted that this meant that the delivery vehicle did not have enough holding power and the device could not be delivered to its desired location. The delivery system was withdrawn and the event was not resolved. It was noted that the patient did not and will not receive treatment. As per the physician, the cause of the event was anatomy related due to the patients tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.